Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007 the patient underwent the following procedures: l4-ls transforaminal lumbar interbody fusion with use of bmp autograft and pedicle screw fixation with posterolateral fusion. Use of intraoperative electrophysiological monitoring and use of intraoperative fluoroscopy to treat the following pre-op diagnosis: l4-l5 herniated disc with radiculopathy and instability. Per operative notes: "...we placed an 8-rnm spacer into the interspace and attempted to carefully across the midline, we liked its appearance on ap and lateral fluoroscopic imaging. We then filled an 8 mm carbon fiber cage with bmp and carefully tamped it across the midline in the interspace....then placed the rods on the screws, final tightened the caps and compressed on the graft....the patient's right, we decorticated the posterolateral elements in addition to lamina parts, which was remaining and we placed remaining bmp sponge, wrapped around bone graft granules down upon this bone... The patient was then turned supine, extubated in the operating room and transferred to the post anesthesia care unit in stable condition..."no other information was provided. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.